Event description:
It was reported by the rep that (2) hp052 devices were not working. Opened another device to complete the case. There was no consequence to pt. 03/02/2001 it was reported by the rep the devices solid toned.